Event description:
The physician reported that there were multiple inappropriate shocks provided by the implanted ICD system and that the lead impedance of the subject lead measured to be greater than 3000 ohms. An intervention was performed to correct the issue, and the distal section of the subject lead was left in-situ.

Event description:
The physician reported that there were multiple inappropriate shocks provided by the implanted ICD system and that the lead impedance of the subject lead measured to be greater than 3000 ohms. An intervention was performed to correct the issue, and the distal section of the subject lead was left in-situ.